Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Share data was evaluated and it confirmed the customer complaint. The reported event pairing failed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Based on the investigation results this issue has been upgraded from non-reportable to reportable.